Event description:
The dentist reported that this screw fractured.

Manufacturer narrative:
Upon visual inspection, it was found that the thread portion on this screw has fractured. No lot or order number has been provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.